Event description:
An endovascular stent was mounted onto a schneider total cross balloon catheter. Attempts to advance and cross the target lesion site in the pt's right coronary artery were unsuccessful and the stent subsequently became flared and could not be retracted within the guide catheter. The sds, guidewire and guide catheter were withdrawn from the pt as one unit, however, the stent became dislodged from the balloon catheter and embolized within the iliac circulation. Subsequently, another endovascular stent was mounted on a schneider total cross balloon catheter and advanced to the target lesion. However this attempt was unsuccessful as well and the stent was deployed distal to the target lesion site. Subsequently, a coronary stent with delivery system was successfully advanced and deployed at the target lesion site. The pt was transferred for radiological consultation in a successful attempt to identify and retrieve the embolized stent from the superficial femoral artery. There were no add'l complications reported relative to this event.